Event description:
On (B)(6) 2012, a customer contacted beckman coulter inc (bec) in regards to obtaining discrepant troponin (accutni) and creatinine kinase - mb (ckmb) results for ten (10) patients generated on the access 2 immunoassay system. This report documents nine (9) of the ten (10) patient samples that generated erroneous results. The other one (1) patient is documented in MDR 2122870-2012-02041. The majority of the patients' results were above the acute myocardial infarction (ami) cut-off of the accutni assay and the majority of the ckmb results were above the normal reference range. Subsequent testing of the samples were ran on the laboratory's alternate instrument which produced lower results within the normal reference range. The erroneous results were reported out of the laboratory. No impact to patient treatment was reported as a result of this event.

Manufacturer narrative:
After obtaining the erroneous results, the customer performed assay qc which subsequently failed for both of the assays (accutni and ckmb). The samples were collected in heparinized plasma tubes that were centrifuged on the automation line (the customer was unable to supply the exact centrifugation time and speed). A bec field service engineer (fse) was dispatched for this event. The fse discovered upon visual inspection of the analyzer that the tubing between the fluidics tray and the instrument had become pinched. This caused the wash buffer to stop flowing into the instrument from the wash buffer reservoir. The fse noted that the interior clip was in place (this clip was installed previously in order to secure the wash buffer line and prevent such occurrences). However, the fse noted that in this case the wash buffer line was not routed through the clip which caused excessive slack in the tubing and thus it became pinched between the tray and instrument. The fse routed the tubing correctly and primed the system. Further verification of the instrument's performance such as a routine system check, a high sensitivity system check and 20 replicate precision testing met performance specifications. Failure mode: the pinched tubing is the cause of the event. MDR 2122870-2012-02041 has also been submitted in relation to this event, which documents the other one patient sample generated on (B)(6) 2012.